Event description:
Technician alleged that the nurse call would not function. No pt impact.

Manufacturer narrative:
The technician found the sidecom board was broken. The technician replaced the sidecom board to resolve the issue.